Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi." Customer states that she feels well and requires no/ does require medical attention. Customer's expected blood results are 150-250mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: hi (B)(6) 2015 05:55:00 pm fasting: no. Hi (B)(6) 2015 05:36:00 pm fasting: no. 225mg/dl (B)(6) 2015 08:12:00 pm fasting: yes. 244mg/dl (B)(6) 2015 12:05:00 pm fasting: yes. 260mg/dl (B)(6) 2015 05:20:00 am fasting: yes. Upon the obtaining hi, she states she called the ambulance and injected 20 units of insulin even though her prescribed dosage is 12 units max for glucose results over 400mg. Upon the arrival of the emergency responders her glucose level was 400mg/dl. Customer states disputes that her glucose level was not at the 600mg/dl range for the meter to display hi. Customer explained that she ate about an hour before the test.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no/ does require medical attention. Customer's expected blood results are 150-250mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: (B)(6). Upon the obtaining hi, she states she called the ambulance and injected 20units of insulin even though her prescribed dosage is 12units max for glucose results over 400mg. Upon the arrival of the emergency responders her glucose level was 400mg/dl. Customer states disputes that her glucose level was not at the 600mg/dl range for the meter to display hi. Customer explained that she ate about an hour before the test.